Event description:
It was reported that a patient implanted with an implantable cardiac defibrillator (ICD) was deceased. It was also noted on the interrogation of the device that there had been lead warning as well as oversensing. The interrogation revealed two episodes of ventricular fibrillation and therapy was delivered. The patient was reported to be found deceased at home after drinking with no known cause of death. Information later received from the clinic reported that in review of the remote monitor transmission, t wave oversensing was observed and inappropriate therapy was alleged. The patient is reported to have developed slow ventricular tachycardia which is reported as the cause of death and an autopsy is pending.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: (B)(4) implanted: 2007 (B)(6). (B)(4).